Event description:
Distributor reported that doctors opened the first vial, there was no implant in it, and they took another one, also no implant in it. Doctor was able to complete the operation with other implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: premarket identification k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received two tapered screw-vent implants (tsvb10 & tsvb11) for investigation. A visual evaluation was performed, and it was found that the packaging had already been opened by the customer. No implants were identified inside the vials. Therefore, the coob/event could not be confirmed. DHR review was completed for the subject lot number 1246311. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246311 for similar events and no other complaint was identified. Review completed utilizing keywords: packaging: incorrect component quantity. Therefore, based on the available information, packaging malfunction did occur ¿ although seals were broken, empty packaging/vials were returned. However, the reported event/coob could not be verified since the condition of the product/packaging as received by the customer was unknown/unverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot numbers (1252795 and 1246311). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. See attached images above. There was no indication of a packaging nc. Complaint history review was performed for the reported lot numbers (1252795 and 1246311) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.